Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the popliteal artery. A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 10atm. A pinhole was noticed on the device. The device was removed without any problem and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.